Event description:
Reporter experienced the er1 message. Reporter did not compare test strip to the color chart but the control solution was "within range". Reporter retested and rec'd a blood glucose value of 211 mg/dl.